Manufacturer narrative:
(B)(4). Date sent: 11/9/2020. D4: batch # t5an5e. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: what was the approximate width of compressed vessel? ---------not available. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? ------------can be confirmed. Does the surgeon routinely wait 15 seconds prior to firing? ---------yes. Wait for 15s. Were the tips of device visible during firing? ----unavailable. Were any staples visible in the surgical field? ---------no. What is the current patient status? -------the patient has already leave from the hospital..

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the open right hemihepatectomy. When serving the hepatic vein, after fired, noted that the vein was cut but without any staples deployed on the tissue, the cutting line was bleeding and blood transfusion 400cc. Used suture to oversew and stop bleeding. The patient's condition is currently stable. No additional information could be provided.